Manufacturer narrative:
On 15-apr-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a deflation on the breast implant. During visual inspection of the device, a crease was noted on the anterior aspect that extended to the posterior aspect. Also, a tear was observed within the crease in the anterior view measuring approximately 0.5 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-jan-2020, mentor received additional information about the event: the patient underwent explantation on (B)(6) 2020. The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lot number of the suspect medical device is 5731065. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Concomitant products: mentor smooth round moderate profile 350cc saline breast prosthesis, catalog # 3501655, lot number and serial number both unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated after implantation. The patient was taking a shower and noticed that her right breast prosthesis had deflated. Deflation was later diagnosed by mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.